Event description:
Customer reports one incident of a blood leak on use #1 at the onset of pt treatment. Noted by a blood leak alarm. Estimated blood loss was 250cc's. No pt injury or medical intervention reported.